Event description:
The pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of morphine for non- malignant pain/ failed back surgery syndrome. The pt underwent explantation of the pump in 2000, after the hcp determined the battery was depleted. The pump was returned to the MFR for analysis. The pt underwent implantation of another synchromed pump in 2000 and continues with the therapy.